Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls occurred. The pod was successfully paired to an unused controller and activated; the pod also successfully performed a 5-unit bolus rerun. The rerun pod data showed no alarms, timeouts, or drive stalls. Inspection of the patient history buffer (phb) data found no errors or abnormalities. No damages or deficiencies were observed in the pod that would lead to a pod communication error. The exact cause of the reported pod communication error event could not be determined. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause of the soft cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patients blood glucose level rose over 250 mg/dl while wearing the pod between 24 and 36 hours. The pod was originally reported for a communication error while wearing the pod. Investigation of the pod found a tear in the cannula.